Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. 10,00 units of heparin was given prior to the transeptal puncture. The transseptal puncture was then completed and the physician positioned the was in the laa of the patient. A second dose of 10,000 units of heparin was given after the transseptal puncture. The wds was prepared, and the expo pigtail catheter was removed but came out with a thrombus present. The physician removed the was and all products from the patient. An additional 10,000 units of heparin was given to the patient, and the procedure was continued with all new products. The procedure was completed with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event. The patient will be observed for six (6) hours post procedure and then be discharged home.